Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/17/2016-device evaluation:the pump has been returned and evaluated by product analysis on 01/25/2016 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no activity outside of normal use, and manual suspensions were observed on one day in the data. During testing, the rewind, load, and prime steps were completed successfully with no unintended suspend functions observed. The pump was exercised for 24 hours with no errors, alarms, warnings, or unintended suspensions observed. The pump was manually suspended and resumed successfully. No damage was found to the pump, and it functioned within specifications. No defect was found.